Manufacturer narrative:
(B)(4). Batch # t5az8l. Investigation summary: the analysis results showed that one gst60g cartridge reload was received. The reload was received with no apparent damage and fully fired. As the returned reload was received fully fired, no functional test could be performed due to the condition of the reload. Event described could not be confirmed as the cartridge was received fully fired. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional information requested and received: can you please provide more event details? Not provided. Can you confirm the product code of the stapler involved in this event? The gun used was a psee60a. Do you have a six digit lot or batch number for the stapler? Not provided. Will both the stapler and reload be returned for analysis? Not sure. What is the current patient status? I haven¿t followed up re the patient status but I also haven¿t been told that there have been any problems. Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? If yes, please explain. - I haven¿t followed up re the patient status but I also haven¿t been told that there have been any problems.

Event description:
It was reported that during a sleeve gastrectomy, an echelon flex 60 stapler with a gst60g reload was used to transect the stomach. The stapler completed the firing sequence however the staples only partially fired. The cut line was complete and one side of the staple line completed as expected but the other staple line only partially stapled. The stomach was oversewed to close the hole